Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that their blank display issues recurred after being sent new battery cap. The customer¿s blood glucose level was unknown. The device will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Not in manufacturing mode. Unit power up properly after battery installation. Unit was received with operating currents within specification. No unexpected low battery alarms noted during testing or found at the downloaded insulin pump history. Power management tool confirms the unloaded voltage(ul vlith) and loaded voltage (loaded vlith) are within specifications. Unit was received with damage display window cover, minor scratched lcd window, cracked retainer and scratched case.